Event description:
It was reported that the customer was not able to change the basal and the insulin pump shut off. The battery was changed and displayed an error message. It was stated that the battery was changed twice and the customer still was not able to clear the alarm. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.